Event description:
(B)(4). Sharp shooting pains in lower abdomen on left and right side, dizziness, nausea, migraines, joint pain, body aches, lack of energy, loss of emotional control, hot cold spells sweating shallow breath increased anxiety bowel issues eye sight fluctuating soar eyes unquenchable thirst at times